Manufacturer narrative:
Complaint sample was not returned for evaluation; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, manufacturing records were reviewed and found no anomalies. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed. On the provided pictures taken aligned with a rule, the metallic tip off the depth gauge 159400nd measures about 15mm and the metallic tip off the depth gauge 219335nd measures about 7mm. After review of the pictures provided and a comparison with technical specifications and quality alert, it is confirmed that the metallic tip of depth gauge p/n 159400nd was switched with the depth gauge p/n 219335nd. As the products were in a consignment set at the customer, the switch had to happen during decontamination / cleaning steps between surgeries. The root cause of this incident is a user error. The metallic tips of the depth gauges were switched and led to incorrect measurements for the screws.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
1 of 2 reports. Other mfg report number: 9615741-2021-00004. A physician reported the depth gauge did not measure correctly in the tibiaxys set in consignment. Reading is 60 but it must be more. The surgeon used the depth gauge to know the screw to choose. At the end of the surgery, she checked with fluoroscopy and discovered that the screws used were too short. Consequently 5 screw need to be replace which increased the surgery time approximatively 30 minutes. The patient has no consequence. Device seems just too short.